Event description:
It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). At the last refill the arv was less than 0.5ml and the erv was around 4ml. During the refill on the day of the report, the arv was less than 1ml and the erv was 9.6ml. A (B)(6) was performed; however, the manufacturer representative did not believe it was programmed/calculated properly. The physician considered replacing the pump immediately but opted to cut the dose in half and bring the patient back a few days to a week later to check the volumes again at which time a decision was to be made on whether or not to replace the pump. The patient experienced symptoms of withdrawal (symptoms unspecified). No overdose symptoms were reported. It was later reported that the pump was replaced "for fear of the pump's over activity". It was noted that the pump was "emptying twice as fast as it should" and that the "reservoir always empty early". A pump (B)(6) was performed and confirmed that the rotor was "spinning too much". The medications used in the pump were morphine and marcaine, both at a concentration of 15mg/ml. Contradicting information was given as to whether the patient was receiving 3.77mg/day or 1.877mg/day. The patient outcome was reported as recovered without sequela. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump found that the pump tubing was deformed and there was insufficient pump tubing occlusion that led to over-infusion. Return product analysis (rpa) confirmed in the infusion history that the rotor study was not programmed properly. The pump was left at a simple continuous rate of 125.70 ul/day rate; for a rotor study, the rate should have been programmed to 48 ul/day. The pulse count indicated a 90 degree rotation instead of a 60 degree rotation; however the over infusion was confirmed in the rpa lab. Dispense testing shows an atypical 300 ul/day graph, further dispense accuracy testing shows that the over infusion was repeatable. Upon destructive analysis it was discovered that the pump tube had been discolored, hardened with loss of elasticity. It has been confirmed that in specific orientation of the pump head the pump head is not fully occluding the pump tube. This allows fluid to bypass the roller, leading to the over infusion. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8840 product type programmer, physician. (B)(4).

Manufacturer narrative:
Product ID, 8709 lot# j11278r57 serial# implanted: 2002 (B)(6), explanted: product type catheter. Product ID, 8578 lot# n129590 serial# implanted: 2008 (B)(6), explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced increased pain. The pump was dosing medication at a much greater rate than programmed. The patient had withdrawal issues as he was running out of medication earlier than expected. The patient was hospitalized.